Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right shoulder revision surgery again 21 months post implantation due to excised proximal humerus which resulted into pain. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the operative records received. As per the operative records, status post explantation of failed right reverse total shoulder implant with painful articulation of the proximal humerus with the glenoid. There was found to be a great deal of scar tissue within the shoulder with old fiberwire sutures scattered through the joint. There was incongruity of the inferior half of the glenoid and was felt that this is where the old proximal humerus had been articulating and wearing. The proximal 3 cm of humerus was excised and is anticipated that this pain should be improved.there was very little functional muscle spanning the shoulder joint . Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.